Event description:
When vacuum was stopped, biggest port cap was opened by the customer and the liquid from inside popped out. Seems vacuum does not stop till the liquid comes too high up the liner.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.